Event description:
Drill bit broke and lodged deep within fusion mass during surgical repair of right ankle fracture (right tibia-talar fusion with screws, autograft and allograft). A decision was made to not remove the bit, therefore, it is retained. 00345420-2014-001. Reference MFR report number: 2520274-2014-00645.